Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It has been noted in the instructions for use (IFU) that the mitraclip is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. In this case the device was used to treat the tricuspid valve and it cannot be determined if the off-label use contributed to the reported single leaflet device attachment. Based on the information provided, a conclusive cause for the reported single leaflet device attachment cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat grade 3+ mitral regurgitation (mr) and greater than 4+ torrential tricuspid regurgitation (tr). Three clips were deployed in the mitral valve, reducing mr to grade 1-2. The procedure continued in the tricuspid valve. Imaging was challenging, due to the tricuspid valve anatomy. Two mitraclips were deployed, on the septal and anterior leaflets, without issue. A third clip (91112u131) was deployed on the anterior and posterior leaflets. There was no difficulty noted during leaflet grasping or deployment; however, after deployment, a single leaflet device attachment (slda) occurred, with the clip detaching from the anterior leaflet. Two additional clips, xtw, were implanted to stabilize the detached clip and further reduce the tr. One clip was implanted on the septal and posterior leaflet and the other on the septal and anterior leaflet. Tr was reduced from greater than 4+ to 4+. The procedure ended with the patient in stable condition. No additional information was provided.